Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-nov-2017 with the following findings: during investigation, the pump was returned and exercised for 24 hours with no alarms occurring. The black box history was reviewed and call service alarms 052 and 054 were present in the pump history. The pump could successfully complete the rewind, load, and prime sequence testing.